Manufacturer narrative:
The suspected lot# r19b22074 was manufactured on february 23, 2019 the suspected lot# r19b23015 was manufactured on february 25, 2019. The suspected lot# r18k12102 was manufactured on november 13, 2018. The suspected lot# r18l15012 was manufactured on december 17, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed a defect in the check valve. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot #: suspect lot was one of the following lots - r19b22074, r19b23015, r18k12102, r18l15012. (B)(4). Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked around the disc (check valve) of the tubing, around the seal between the white and clear part of the disc. This occurred approximately 96 hours after the tubing was opened. There was no apparent damage to the device. There was no patient injury or medical intervention associated with this event. No additional information is available.